Manufacturer narrative:
Age at time of event and date of birth, corrected data: the initial report inadvertently reported this data incorrectly. Sex, corrected data: the initial report inadvertently reported this data incorrectly.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2014 during a review of programming history, it was observed that a faulted system diagnostic test occurred on (B)(6) 2009 which resulted in a settings change. All settings were not corrected prior to the patient leaving the office visit. The settings were not corrected until the patient¿s next visit on (B)(6) 2010.